Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. There was no info provided as to how long dressing was on pt(s). No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a follow up report will be submitted. (B)(4). Convatec will continue to track and monitor such complaints according to convatecs inc's. Complaint handling and CAPA procedures.

Event description:
It is reported pts (5) who were seen at the institute for their follow up visit presented with blisters under the hydrocolloid mass of the surgical cover dressing which were applied in the operating room (or). It is also reported that upon removal of the dressings, the surgeon advised there is post operative swelling causing tension and thus the blisters. Dressing was removed and covered with gauze. Please note: thee are five (5) pts who presented with blisters. This report represents pt #3 of 5 and is related to the following pt identifier#(s): (B)(6); and mrg reports#(s): 1049092-2014-00197, 1049092-2014-00198, 1049092-2014-00199, 1049092-2014-00200 respectively.